Event description:
It was reported that during a da vinci-assisted surgical procedure that an error message every time the customer used the bovie. The customer advised that error c-01 occurred, along with a message stating that the activation had been interrupted due to an error. The system logs confirmed the reported error. The customer advised when the error occurs that there is a slight delay, but then the energy fires. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and was advised that there is no additional information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the customer reported complaint was confirmed but not replicated. A review of the logs found errors confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and found the unit energized and cauterized, and all ports recognized instruments. The probable root cause is attributed to a system checkmaster failure on the erbe generator. This error can be resolved by replacing the generator.

Event description:
Refer to h11 for follow-up information.